Event description:
Event issue - inappropriate air in line alarms. Per rn reporter: the ICU medical IV pump was running the quadruple concentrated norepinephrine. It alarmed for air in line. In the IV pump class, we were taught that if that happens, you should attach a 10 cc syringe to the secondary port and use the "back prime" button on the pump to clear the air bubble into the syringe. We did that exactly as taught, and the patient's blood pressure immediately doubled (sbp [systolic blood pressure] in the 200s) and the heart rate dropped. It seemed as if doing this actually bolused the norepinephrine into the patient, causing the hypertension and bradycardia. We paused the norepinephrine gtt [drip] temporarily until the blood pressure returned to a safe level and then restarted it once appropriate. ICU medical reps were on site the next day and confirmed that the rn performed proper back priming into the syringe. They stated it should not have bolused the medication as it did. The rn stated there was no other physiological reason why the patient would have had increased bp and low heart rate other than an inadvertent bolus of medication.